Event description:
While following up on an unrelated complaint a peritoneal dialysis (pd) nurse reported that the pt had died following a heart attack. During later follow up, the pd nurse reported the pt passed away following a coronary event. Based on discussion with family, it was a "massive heart attack" that was immediately fatal. The pt had called (B)(6) 2014 to her clinic with wheezing, congestion, and discolored urine and was advised to go to a hospital. The nurse reported on (B)(6) 2014, the pt visited a local ER for the congestion and was prescribed advair and sent home. On (B)(6) prior to her heart attack, she had called her clinic to report she had low blood pressure, but was not dizzy or nauseated and did not require intervention. The pt was advised to drink a cold beverage, lie down with her feet up, and retake her blood pressure later. The pt reported she had not lost weight. There was discussion of fluid balance maintenance by using different strengths of pd fluid and taking her blood pressure before taking her blood pressure medication. On (B)(6) 2014, the pd nurse called the pt's family and they reported she had a heart attack and had died (B)(6) 2014. The nurse attempted to obtain additional medical records, but has not been successful. She made the records she had on file available.

Manufacturer narrative:
A death has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info, an MDR will be filed against the cycler while undergoing review by post market clinical dept and the manufacturing plant.